Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. The right internal iliac artery had been coil-embolized prior ((B)(6)) to the procedure. The patient tolerated the procedure. On (B)(6) 2023, the right dorsal pedis artery became impalpable. A CT scan showed stent graft stenosis of the right contralateral leg component at 25 mm proximal to the aortic bifurcation. On (B)(6) 2023, a reintervention was performed. A bare-metal stent (epic, 12 mm x 40 mm) was additionally implanted to reline the right contralateral leg. Then kissing balloon technique was performed using powerflex (right side, 12 mm x 40 mm) and maxi ld (left side 15 mm x 40 mm). The stenosis was resolved and the dorsal pedis artery became palpable. The patient tolerated the procedure. The reporting physician commented as follows: during the initial procedure, the final angiography showed no problem; therefore, kissing balloon technique was not performed. Considering the patient¿s anatomy, kissing balloon technique should have been done within the initial procedure. The patient¿s terminal aorta was narrow and peripheral blood vessels including superficial femoral artery were also narrow. This was a possible cause of the stenosis. Symptom code 6000-c used to capture narrow terminal aorta.

Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. H6: code b22: the device was discarded at the treating facility and was therefore not available for analysis. H6: code d1001: according to the physician the patient¿s terminal aorta was narrow and peripheral blood vessels including superficial femoral artery were also narrow. This was a possible cause of the stenosis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.